Manufacturer narrative:
Other relevant device(s) are: camera 9735821, vega base s8 svc, lot#: p9-01512, UDI#: unknown. Surgn cart 9735665 stealth s8 premium: a medtronic representative visited the site to evaluate the equipment. The camera was replaced, at which point the system performed as expected. Camera 9735821 vega base s8 svc: the camera was returned to medtronic for analysis. It was found that the returned psu powered up with the amber fault light on. A check of the event log showed that a bump had been detected (B)(6) 2019. Otherwise, the psu passed an accuracy test (aak) at .09 mm with a passing threshold of .25 mm allowing the bump sensor to be cleared. The psu is now fully functional. This psu has been returned once before for the same issue. It was repaired before returning to service inventory. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while the representative was setting up for a spine case, the system booted up and showed "localizer faulted". Rebooting did not resolve. The ndi toolbox configuration utility showed the bump sensor was tripped. This was reported outside of a procedure. There was no patient present.